Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. The unit was also received with minor scratches on the liquid crystal display window and cracked case at the display window corners.